Event description:
A ventilator's screen does not turn on and the device is being returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The device¿s lcd kit needs to be replaced to address the issue. The customer does not want the unit to be repaired. The unit will be returned to the customer unrepaired. The unit did not pass testing.